Event description:
Report received from (B)(6) states: "while performing surgery to repair a retinal detachment a choroidal hematoma occurred during the air/fluid exchange. The doctor was unable to completely remove the oil. The pt ended with loss of vision. There was no dysfunction of the machine."

Manufacturer narrative:
Unit passed all functional tests and all parameters were with in range. The reported problem was not duplicated. The device history record (DHR) was reviewed. No anomalies that could be attributed were noted.